Event description:
It was reported that pump experienced malfunction alarm with code malf 0 that recurred even after reset, with no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support to reset pump, was instructed to use multiple daily injections as backup insulin therapy.